Event description:
The customer contacted physio-control to report that during a recent patient event, the lead select, lead size, 12-lead, code-summary, print, options and events buttons were not responding when pressed. There were no adverse effects to the patient as a result of the reported issue. The customer further advised that they did not require the device for defibrillation therapy during the patient event; therefore they were unsure if the charge and shock buttons were operational. No further details about the patient or the event were provided. Upon evaluation of the customer's device, physio observed that both the charge and shock buttons were not functional and, as a result, defibrillation would not have been possible if it were necessary.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio then replaced the interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluation the removed interface pcb assembly and determined that the cause of the reported issue was an electrically damaged integrated circuit (ic) chip, designator u5.